Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited telemetry anomaly. No intervention was performed. The patient condition was not known.